Manufacturer narrative:
Device has been requested from user facility (facility contacted on 07/05/06 and 07/18/06). As of 07/27/06 the device has not been returned. A review of our complaint database shows that no other incidents have been recorded for this condition and lot number. Based on past reports, where devices were available, involving tip breakage or plunger rod breakage, this condition is virtually always related to the application of excessive force and not related to any mfg defect. Since the device is not available, it is not possible to identify the cause of the failure in this case.

Event description:
30ml syringe with visipaque being injected right femoral approach catheter by surgeon. Bd 30ml slip tip syringe broke at tip attached to the stopcock and the plunger shattered at the exposed section out of the syringe. Syringe and broken parts were removed from the field and retained.